Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 and (B)(4) 2008 to investigate the event. The fse inspected the instrument and found a worn duckbill and some lines for the aspirate and dispense probe tubing were routed tightly, possibly causing binding. The fse replaced the duckbill and corrected the routing for the aspirate and dispense probe tubing. The fse performed a high sensitivity system check which passed and all controls were within specification. The fse followed up with the customer on (B)(4) 2008 and the customer stated that their low level qc had a result out of specification 3 standard deviations. The fse returned to the site and performed a preventative maintenance on (B)(4) 2008. The fse found the peri-pump wash rotor for pipettors #3 had a roller that was slightly binding and the vacuum pump for pipettors #1 and #2 had kinked lines that were corrected. The fse performed testing per verification procedures that passed specifications. Also a precision run was performed and the results passed within specifications. Although, hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is two of three separate MDR reports related to three pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02009, 02011 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for three pts. The customer re-ran the samples on a different instrument and the results were within normal reference range. The customer indicated that two of the initial erroneous results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.